Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed an error message. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that programming changes were performed to resolve the issue. The patient condition was then noted as deceased and unrelated to any abbott product or procedure.